Manufacturer narrative:
There was a disconnection of customer connection. No transfusion was required by the pt. The customer connection was due to the fact that a pre-connected tie band had broken and was discovered out of box. A photograph of the broken tie band was provided by the perfusionist. The physical sample was not received and therefore we were unable to confirm if the tooth within the ratchet box had broken or other factors that may have contributed to the tie band failure. The customer has requested and approved a specification change to improve the connection strength. This complaint will be included in associated awareness training. All available info has been placed on file in quality management for appropriate tracking and trending. (B)(4).

Event description:
The customer reported on (B)(6) 2014 that tie bands that are on the silicone [tubing that is placed in the pump] raceway were broken off and laying in the tray. Customer used their own tie bands for the case. During the case the tie band [tubing] disconnected about 30 minutes into the pump run. On (B)(6) 2014 the customer reported there was approx 200-250 ml blood loss.